Manufacturer narrative:
Qn#(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. Device history record review was performed and did not reveal any manufacturing related issues. The potential cause of the peel-away sheath buckling during insertion could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the sheath buckled and could not be used. As a result, a new sheath was used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.